Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No blank display when pressing act button noted. No moisture damage on electronics noted. The insulin pump was received with stripped battery cap coin slot(p), minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported blank display issue after she changed battery. Customer also reported that she was off the pump since she was unable to remove the battery cap. Did not complete troubleshooting for blank display due to unable to remove battery cap. Blood glucose level was 385 mg/dl. Advised customer to monitor closely if they continue use of insulin pump. Insulin pump is being returned and replaced.